Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that controller turns the stimulator off periodically. It was reviewed that is very unexpected. Patient said her stimulation is unexpectedly at 0.1 ma. Patient usually has stimulation at 4.8 or 5.0ma. Troubleshooting was done on the call. Patient was assisted in turning adaptive stimulation off. It was reviewed that if the issue above resolves then she needs to see the rep to have adaptive stim reprogrammed. Patient was re-directed to follow up with health care professional (hcp) for stimulation unexpectedly turning off/ down. This was considered a sudden change in therapy/ symptoms . No further patient symptoms or complications were reported in this event.